Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system and confirmed that system was unable to run the application. After reviewing log file, fse found the cause of the problem was hard disk. Fse replaced hard disk and reinstalled software in suite pc and upgraded software. After the replacement of hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was unable to run the application. No harm has been reported to philips. Philips has started an investigation of this complaint.